Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for needle bending during use and needle breaks off during use due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle bending during use and needle breaks off during use due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle bending during use, needle breaks off during use) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off into the injection site during use, and was removed with the fingers. The following information was provided by the initial reporter: "consumer reported that the needles bend when drawing insulin. Also reported that one needle broke off into the injection site. Consumer stated that the was bent and she tried to straighten it but during the injection the needle broke off. Consumer was able to remove the needle with her fingers. No injury, no medical attention."